Event description:
The manufacturer received information alleging a ventilator's volume was under delivery error. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's volume was under delivery error. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. The device operated and alarmed as designed.